Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 67 mg/ld, 341 mg/dl, 378 mg/dl, 251 mg/dl. Tests were done within 20 minutes with a difference of 58%. Patient did not experience any adverse events. No further information has been reported.